Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Health effect - clinical code: appropriate term / code not available ((B)(4)) used to capture the joint injury ((B)(4)) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The surgeon reported that there appeared to be metalosis staianing of the soft tissues, and that the insert did not appear to be well fixed to the tray anteriorly. The patient presented to him with what he described as a squelching sound in flexion.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee insert exchange. Original insert not fully seated.